Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no mention of a delay in the procedure. Duration of procedure was 89 min. Stenosis was observed post-procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿¿stent deformed¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during a right anterior communicating artery aneurysm case, subject flow diverting stent was implanted successfully. 3 months post procedure, proximal part of the stent was <50% stenosed. And there was small intimal hyperplasia with <50% arterial stenosis. No additional information available.

Event description:
It was reported that during a right anterior communicating artery aneurysm case, subject flow diverting stent was implanted successfully. 3 months post procedure, proximal part of the stent was <50% stenosed. And there was small intimal hyperplasia with <50% arterial stenosis. No additional information available. Update: received additional information on on 24-apr-2023 stated that there was no stent deformation, just a neo-intimal hyperplasia.

Manufacturer narrative:
B5 executive summary - updated. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no mention of a delay in the procedure. Duration of procedure was 89 min. Stenosis was observed post-procedure. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.